Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was noted the right ventricular lead exhibited lead noise. No intervention was performed and the lead remained implanted. The patient's condition was excellent.

Event description:
Additional information received noted the patient presented in clinic on (B)(6) 2019. Upon investigation, oversensing was noted. The implantable cardioverter-defibrillator was programmed off. The patient's condition was stable.

Event description:
Additional information received noted the right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was stable.